Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device did not power on due to a shorted drawer controller board. A field service engineer replaced the 3.1's drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system,the main unit in surgery suddenly stopped working and the touch screen went black. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay since the user used another station to find the medication for patients. There were no adverse events or injuries reported based on this event.